Manufacturer narrative:
The complaint investigation for false negative results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Tracking and trending did not identify any trends for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot. A review of labeling concluded that the issue is sufficiently addressed. The overall performance of architect total b-hcg reagents reviewed using field data gathered from customers worldwide and suggested that the performance of the lot is acceptable. Based on our investigation, no systemic issue or deficiency of the architect total b-hcg for reagent lot 10402ui00 was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed architect total b-hcg result for one sample. The initial result was negative, and the physician questioned the result. The sample was then repeated and generated positive results. Additional data was provided by the customer: (B)(6) 2020, sid (B)(6) initial result less than 1.2 miu/ml, repeats = 398.83 miu/ml and 377.71 miu/ml. No impact to patient management was reported.